Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced an abdominal infection. The cause and the location of the abdominal infection were not reported (no further detail). It was not reported if the patient was hospitalized for the event. On an unreported date, the patient began treatment for the event with cephalosporin and gentamicin intraperitoneally(doses, frequencies, and durations were not reported). Pd therapy was ongoing during the treatment. At the time of this report, the patient had not recovered. No additional information is available.